Event description:
Event verbatim [preferred term] three bright red burns [thermal burn] , put the heatwrap on tuesday morning about 0700 and wore it until about 1800 or 1900 that evening / she used thermacare approximately 11-12hrs per day [intentional device use issue] , did not check her skin under the product while wearing thermacare/ unsure but didn't think she read the usage instructions on thermacare before she used the product. [Device use error] , did not check her skin under the product while wearing thermacare/ unsure but didn't think she read the usage instructions on thermacare before she used the product. [Intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. This (B)(6) year-old caucasian female consumer started to receive thermacare heatwrap (thermacare lower back & hip) lot# s23231 02/20, expiration date: jan2020, from (B)(6) 2017 to (B)(6) 2017 at unknown dose for back pain. Medical history included ongoing back problems and hip problems, she saw a pain management doctor for this; skin cancer, she had had different spots removed from her leg over the years. Concomitant medications were none. Consumer reported on the thermacare advanced back pain therapy heatwraps for lower back and hip. She put one on tuesday ((B)(6) 2017) and it burned her in three places. She had three pretty bad burns on her lower back area around to her hip. This was the first time she had ever used thermacare heatwraps. Her pain management doctor recommended she use some time of heat wrap to help with her back pain because the last procedure he did, didn't really help. She put the heatwrap on tuesday morning about 0700 and wore it until about 1800 or 1900 that evening. She used thermacare approximately 11-12hrs per day. She remarked she did notice it began to hurt in the afternoon and that was when she thought something might be wrong. She took it off tuesday evening and noticed the three bright bright red burns. They were about the size of the heat cells in the heatwrap and run vertically down her lower back around to her hip area. She was going to try and get a coworker to take a picture of the burns. The burns looked about the same, maybe a little more brighter red. They also hurt more today than they did yesterday. They weren't scabbed over or infected, just really irritated/inflamed. She took a bath yesterday and they were hurting. She took a shower today and the burns were so painful she had to make sure the water from the shower didn't hit them directly. She put some soothing gel ointment on them to try and maybe soften them but it didn't seem to help much. She generally healed very quickly when she got a cut or something like that and thought these would heal up in a couple days. She was surprised that they seem to be getting worse and not better. She had not seen her doctor yet for any treatment. Consumer might be seeing her doctor tomorrow regarding the burns. She was unable to recall if she wore the heatwrap directly on her skin, thought she had it on over her spanx she wore under her tshirts. She thought she had the heatwrap on over the spanx and then a loose tshirt on over that. But her spanix didn't have any burns or holes in it. She did not engage in exercise while using the product aside from normally work activities with delivery. She did not check her skin under the product while wearing thermacare. She was unsure but didn't think she read the usage instructions on thermacare before she used the product. She was purchased from (B)(6) in (city, state). Consumer classified her skin tone as fair to medium skin tone. She did not have sensitive skin. She had not used thermacare previously. She had not used other heat products for pain relief previously. The action taken in response to the event of the product was permanently discontinued. The outcome of three bright red burns was not resolved. The outcome of other events was unknown. Consumer thought there was a reasonable possibility that hurting and burns were related to the device. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported events thermal burn , intentional device use issue, device use error, and intentional device misuse as described in this case are considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported events thermal burn , intentional device use issue, device use error, and intentional device misuse as described in this case are considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] three bright red burns/ bad burn [thermal burn] , did not check her skin under product while wearing/unsure but didn't think she read usage instructions before she used product/put heatwrap on tuesday morning about 0700 and wore until about 1800/1900 [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. This (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip), lot number: s23231 02/20, expiration date: jan2020, from (B)(6) 2017 to (B)(6) 2017 at unknown dose for back pain. Medical history included ongoing back problems and hip problems, she saw a pain management doctor for this; skin cancer, she had had different spots removed from her leg over the years. Concomitant medications were none. Consumer reported on the thermacare advanced back pain therapy heatwraps for lower back and hip. She put one on tuesday ((B)(6) 2017) and it burned her in three places. She had three pretty bad burns on her lower back area around to her hip. This was the first time she had ever used thermacare heatwraps. Her pain management doctor recommended she use some time of heat wrap to help with her back pain because the last procedure he did didn't really help. She put the heatwrap on tuesday morning about 0700 and wore it until about 1800 or 1900 that evening. She used thermacare approximately 11-12hrs per day. She remarked she did notice it began to hurt in the afternoon and that was when she thought something might be wrong. She took it off tuesday evening and noticed the three bright bright red burns. They were about the size of the heat cells in the heatwrap and run vertically down her lower back around to her hip area. She was going to try and get a coworker to take a picture of the burns. The burns looked about the same, maybe a little more brighter red. They also hurt more today than they did yesterday. They weren't scabbed over or infected, just really irritated/inflamed. She took a bath yesterday and they were hurting. She took a shower today and the burns were so painful she had to make sure the water from the shower didn't hit them directly. She put some soothing gel ointment on them to try and maybe soften them but it didn't seem to help much. She generally healed very quickly when she got a cut or something like that and thought these would heal up in a couple days. She was surprised that they seem to be getting worse and not better. She was unable to recall if she wore the heatwrap directly on her skin, thought she had it on over her (B)(6) she wore under her tshirts. She thought she had the heatwrap on over the (B)(6) and then a loose tshirt on over that. But her (B)(6) didn't have any burns or holes in it. She did not engage in exercise while using the product aside from normal work activities with delivery. She did not check her skin under the product while wearing thermacare. She was unsure but didn't think she read the usage instructions on thermacare before she used the product. She purchased from walmart in (city, state). She classified her skin tone as fair to medium skin tone. She did not have sensitive skin. She had not used thermacare previously. She had not used other heat products for pain relief previously. She later reported that she got a pretty bad burn using the thermacare. She saw a nurse practitioner in (B)(6) 2017 who said that she did not think the burn was infected, but advised her to bandage it and put on neosporin. She would be going back to see her doctor on (B)(6) 2017 to check it again. She no longer has the thermacare product to send back. The action taken in response to the events for thermacare was permanently discontinued. The outcome of three bright red burns/bad burn was not resolved. The outcome of other event was unknown. Consumer thought there was a reasonable possibility that hurting/burns were related to the device. Additional information has been requested and will be provided as it becomes available. Follow-up (02jun2017): this follow-up report from a contactable consumer includes event data (additional description of event as "bad burn"; additional therapeutic measures). In addition, the following information was amended from previously reported information: the events of intentional device use beyond labeled duration and intentional device misuse were deleted and the event description of device use error was updated. Company clinical evaluation comment based on the information provided, the reported events thermal burn and device use error as described in this case are considered serious bodily injuries requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported events thermal burn and device use error as described in this case are considered serious bodily injuries requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product.

Event description:
Event verbatim [preferred term] three bright red burns/ bad burn [thermal burn] , did not check her skin under product while wearing/unsure but didn't think she read usage instructions before she used product/put heatwrap on tuesday morning about 0700 and wore until about 1800/1900 [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. This (B)(6)-year-old caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip) (lot number: s23231, expiration date: jan2020) from (B)(6)2017 at unknown dose for back pain. Medical history included ongoing back problems and hip problems, she saw a pain management doctor for this; skin cancer, she had had different spots removed from her leg over the years. Concomitant medications were none. Consumer reported on the thermacare advanced back pain therapy heatwraps for lower back and hip. She put one on tuesday ((B)(6) 2017) and it burned her in three places. She had three pretty bad burns on her lower back area around to her hip. This was the first time she had ever used thermacare heatwraps. Her pain management doctor recommended she use some time of heat wrap to help with her back pain because the last procedure he did didn't really help. She put the heatwrap on tuesday morning about 0700 and wore it until about 1800 or 1900 that evening. She used thermacare approximately 11-12hrs per day. She remarked she did notice it began to hurt in the afternoon and that was when she thought something might be wrong. She took it off tuesday evening and noticed the three bright bright red burns. They were about the size of the heat cells in the heatwrap and run vertically down her lower back around to her hip area. She was going to try and get a coworker to take a picture of the burns. The burns looked about the same, maybe a little more brighter red. They also hurt more today than they did yesterday. They weren't scabbed over or infected, just really irritated/inflamed. She took a bath yesterday and they were hurting. She took a shower today and the burns were so painful she had to make sure the water from the shower didn't hit them directly. She put some soothing gel ointment on them to try and maybe soften them but it didn't seem to help much. She generally healed very quickly when she got a cut or something like that and thought these would heal up in a couple days. She was surprised that they seem to be getting worse and not better. She was unable to recall if she wore the heatwrap directly on her skin, thought she had it on over her spanx she wore under her tshirts. She thought she had the heatwrap on over the spanx and then a loose tshirt on over that. But her spanix didn't have any burns or holes in it. She did not engage in exercise while using the product aside from normal work activities with delivery. She did not check her skin under the product while wearing thermacare. She was unsure but didn't think she read the usage instructions on thermacare before she used the product. She purchased from (B)(6) in (city, state). She classified her skin tone as fair to medium skin tone. She did not have sensitive skin. She had not used (B)(6) previously. She had not used other heat products for pain relief previously. She later reported that she got a pretty bad burn using the thermacare. She saw a nurse practitioner in (B)(6) 2017 who said that she did not think the burn was infected, but advised her to bandage it and put on neosporin. She would be going back to see her doctor on (B)(6) 2017 to check it again. She no longer has the thermacare product to send back. The action taken in response to the events for thermacare was permanently discontinued. The outcome of three bright red burns/bad burn was not resolved. The outcome of other event was unknown. Consumer thought there was a reasonable possibility that hurting/burns were related to the device. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): this follow-up report from a contactable consumer includes event data (additional description of event as "bad burn"; additional therapeutic measures). In addition, the following information was amended from previously reported information: the events of intentional device use beyond labeled duration and intentional device misuse were deleted and the event description of device use error was updated. Follow-up ((B)(6) 2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the reported events thermal burn and device use error as described in this case are considered serious bodily injuries requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported events thermal burn and device use error as described in this case are considered serious bodily injuries requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product.

Event description:
Event verbatim [preferred term] three bright red burns/ bad burn/ burning of skin/pain/hurt [thermal burn] , did not check her skin under product while wearing [device use error] , itching [pruritus] , permanent scarring [scar] , . Case narrative: this is a spontaneous report from a contactable consumer. This (B)(6) year-old caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip) (lot number: s23231, expiration date: jan2020) from (B)(6) 2017 at unknown dose for back pain and pain in hip. Medical history included ongoing back problems and hip problems, she saw a pain management doctor for this; skin cancer, she had different spots removed from her leg over the years. Concomitant medications were none. Consumer reported on the thermacare advanced back pain therapy heatwraps for lower back and hip. She put one on tuesday ((B)(6) 2017) and it burned her in three places. She had three pretty bad burns on her lower back area around to her hip. This was the first time she had ever used thermacare heatwraps. Her pain management doctor recommended she use some time of heat wrap to help with her back pain because the last procedure he did didn't really help. She put the heatwrap on tuesday morning may be 6 hours. She remarked she did notice it began to hurt in the afternoon and that was when she thought something might be wrong. She took it off tuesday evening and noticed the three bright red burns, looked like burned scrapes, hurt badly. They were about the size of the heat cells in the heatwrap and run vertically down her lower back around to her hip area. She was going to try and get a coworker to take a picture of the burns. The burns looked about the same, maybe a little more brighter red. They also hurt more today than they did yesterday. They weren't scabbed over or infected, just really irritated/inflamed. She took a bath yesterday and they were hurting. She took a shower today and the burns were so painful she had to make sure the water from the shower didn't hit them directly. She put some soothing gel ointment on them to try and maybe soften them but it didn't seem to help much. She generally healed very quickly when she got a cut or something like that and thought these would heal up in a couple days. She was surprised that they seem to be getting worse and not better. She was unable to recall if she wore the heatwrap directly on her skin, thought she had it on over her (B)(6) she wore under her tshirts. She thought she had the heatwrap on over the (B)(6) and then a loose tshirt on over that. But her (B)(6) didn't have any burns or holes in it. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. She purchased from (B)(6) in (city, state). She classified her skin tone as fair to medium skin tone. She had not used thermacare previously. The patient was not pregnant and in post-menopausal. The patient was not currently under the care of a physician for any medical condition. The patient had sensitive skin in some areas. Thermacare lower back & hip was in red box. The patient used thermacare in 1 day. The patient previously used heating pad occasionally for pain relief and had no problem. The patient attached the adhesive to body clothing long line under garment. The patient did not engage in exercise while using the product, she was working that day selling to customers in their stores. She later reported that she got a pretty bad burn using the thermacare. She saw a nurse practitioner in (B)(6) 2017 who said that she did not think the burn was infected, but advised her to bandage it and put on neosporin. She would be going back to see her doctor on (B)(6) 2017 to check it again. The patient consulted a healthcare professional for the problem 2 times and received treatment as ointment to smooth burning sensation. The patient not hospitalized due the events. The patient had burning of skin, 3 large aid sores, still there although no pain now still itching, permanent scarring. Pain had lessened, sores were smaller, still there but not injected. She no longer had the thermacare product to send back. The action taken in response to the events for thermacare was permanently discontinued. The outcome of three bright red burns/bad burn was not resolved. The outcome of other events was unknown. Consumer thought there was a reasonable possibility that hurting/burns were related to the device. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): this follow-up report from a contactable consumer includes event data (additional description of event as "bad burn"; additional therapeutic measures). In addition, the following information was amended from previously reported information: the events of intentional device use beyond labeled duration and intentional device misuse were deleted and the event description of device use error was updated. Follow-up (22jun2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up ((B)(6) 2017): new information received from a contactable consumer reported in response to non hcp letter included that: device indication, events details, patient hospitalized information and patient information. Company clinical evaluation comment based on the information provided, the reported events thermal burn and device use error as described in this case are considered serious bodily injuries requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported events thermal burn and device use error as described in this case are considered serious bodily injuries requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.